Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty when splitting the sheath. The handle separated from the sheath instead of following the tear line. No patient complications have been reported as a result of this event.